Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the stimulator was no longer covering the way it used to. The patient saw the manufacturer representative (rep) about it and at that time the rep was concerned something had moved or changed but no x-rays were done. It was reported that therapy was not covering the right area. No outcome or intervention was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.